Event description:
It was reported that the health care provider (hcp) contacted technical services (ts) regarding high out of range pacing impedance measurements recorded in this right ventricular (rv) lead in unipolar configuration. Reportedly, the rv lead has switched from bipolar to unipolar in october 2021 due to pacing impedance measurements greater than 2000 ohms, and the clinic performed provocative maneuvers in march 2022 showing no results of noise. Upon ts review of the device data it was discussed that troubleshooting was recommended to be performed to evaluate lead integrity and exclude noise in the rv rate electrogram (egm). The patient is not pacing dependent, therefore, high output pacing was also recommended if clinically tolerable. In addition, there are several episodes showing noise oversensing and an abnormal rise in the bipolar pacing threshold was noted. The rv lead model/serial number is not available at this time. No adverse patient effects were reported.